Event description:
It was reported that a large volume folfusor underinfused by approximately 90 ml during patient infusion. The reporter stated that the device was filled with fluorouracil and 0.9% sodium chloride to a total fill volume of 230 ml and was expected to fully deliver its contents over 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured may 16, 2014 - may 17, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow up report will be submitted.